Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a rash with bleeding under the electrodes on the right side. The patient also reported a known allergy to nickel. The patient¿s physician prescribed hydrocortisone for the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.